Event description:
As the balloon of a 5mm x 10cm x 150cm sleek over-the-wire (otw) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was being withdrawn from the patient, it got caught up on the tip of the 6f non-cordis sheath and wasn¿t able to be removed. As further attempts were made to withdraw the sleek balloon, the entire balloon separated from the shaft and remained in the patient¿s tibial artery. The remaining shaft was removed over the wire and the patient was sent to surgery after failed attempt at snaring the balloon. The balloon was removed by a vascular surgeon in the operation room (or) by cutdown after being transported to the hospital. The patient is doing well with no issues. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device. There were no anomalies noted when removed from the package. The device was opened in sterile field. There was no difficulty removing the product from the hoop, the protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The intended procedure/target lesion was the superficial femoral artery (sfa) from pedal access. The lesion was severely calcified, 99 percent stenosed and had moderate tortuosity. The device was used for a chronic total occlusion. The device was not resterilized. There were no anomalies noted during prep. The device was not inserted through a stopcock instead of a hemostatic valve.the sleek balloon was inserted through the 6f non-cordis sheath in pedal/tibial artery on a retrograde access and was advanced to the superficial femoral artery (sfa) to post-dilate a 7 x 150 smart stent. It was the same balloon used to pre-dilate area of this stent. After the sleek balloon was advanced over a 300cm stabilizer extra support (xs) wire to the area, it was inflated to nominal pressure and was deflated. The device will be returned for analysis.